Manufacturer narrative:
In this system, end caps are designed to be connected to the center struts and not removed. If they are removed, it is recommended that they not be reused. The superior end cap that was investigated has been attached and removed multiple times. Each time the end cap is attached and removed, the locking mechanism is potentially compromised. This is likely the reason for the relative movement observed upon receiving the implants. No obvious flaws are apparent on either the end cap or the center strut and the dmr shows that both implants passed all of their respective quality control checks during manufacturing. Without knowing the disposition of the locking mechanism prior to implantation, it's impossible to speculate on the secureness of the connection of the end cap to the center strut when the original observations were made.

Event description:
It was reported that the patient underwent cervical corpectomy at c5. Two 13 mm end caps were used with a 6 mm strut to form a 32 mm construct. During initial impaction, the upper end cap came undone from the construct. The doctor reinserted it hearing the audible click. One day post op, the upper end cap came out from the strut and moved toward the chord, patient began having neuro compromise. The revision surgery took place immediately to replace the devices. Patient had some sensory and motor deficit after the surgery. Another surgery was performed two weeks after the revision surgery to add posterior fixation to the cervical level.